Manufacturer narrative:
Mml# (B)(4).

Event description:
It was reported that the patient underwent a wound washout due to suspected infection. Before the washout, the patient attended the activation of the reactivate system. It was noted that the wound was red, and the nurse took a swab and the patient was prescribed an oral antibiotic. The result of the swab was clear of infection, but the patient's wound started breaking down. The physician took another swab and performed a surgical washout at the hospital. The patient was given antibiotics -flucloxacillin (oral) and co-amoxiclav (IV) at the hospital. The patient was discharged and was prescribed antibiotics for six weeks. The result of the 2nd swab/culture is unknown. Following the surgical washout, no further signs of infection were noted at the follow-up visit, and the patient uses the device regularly. The device remains implanted and functional.

Manufacturer narrative:
Mml# (B)(4). The device history record was reviewed. No relevant nonconformances were found. No patient demographic information due to privacy law in the UK. H6 updated.

Event description:
It was reported that the patient underwent a wound washout due to suspected infection. Before the washout, the patient attended the activation of the reactivate system. It was noted that the wound was red, and the nurse took a swab and the patient was prescribed an oral antibiotic. The result of the swab was clear of infection, but the patient's wound started breaking down. The physician took another swab and performed a surgical washout at the hospital. The patient was given antibiotics -flucloxacillin (oral) and co-amoxiclav (IV) at the hospital. The patient was discharged and was prescribed antibiotics for six weeks. The result of the 2nd swab/culture is unknown. Following the surgical washout, no further signs of infection were noted at the follow-up visit, and the patient uses the device regularly. The device remains implanted and functional.